Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set tubing was kinked on (B)(6) 2025 leading to high blood glucose. High blood glucose was addressed using correction bolus via pump. The site of insertion was abdomen. Patient noticed symptoms within three or more hours after insertion. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007951, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007951 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 8 on 05-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04706 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g01234 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 04-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g01540 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 03-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.